Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided from the site and revealed the following: the pre tavr CT measurements provided by the implanting center, as documented in the initial procedural conclusion report, reported an aortic annulus area of 362 mm2 and a mean diameter of 21.5 mm at the 40% cardiac phase. No high risk anatomical features were identified, and both right and left femoral access were deemed feasible. An internal imaging review, limited to assessment of the aortic annulus, reached a similar conclusion regarding suitability for a 23 mm prosthesis. This review was restricted to the 30% phase only, where motion artefact of the annulus was noted. Measurements at this phase demonstrated an aortic annulus area of 407 mm2 with a mean diameter of 22.8 mm. According to the provided procedural report, the index procedure was completed with no residual regurgitation and a reported mean transvalvular gradient of 4 mmhg. No cine fluoroscopy was provided; only a single still fluoroscopic image from the index procedure was available. As such, independent assessment of regurgitation is not possible. Based on the available image, the sapien 3 ultra (s3u) valve appears positioned relatively high with respect to the annulus. The provided pre dilatation CT imaging similarly demonstrates the s3u in a high position. No diastolic phase CT images were provided, precluding assessment of leaflet thickness, leaflet mobility, or the presence of hypoattenuated leaflet thickening (halt) or thrombus. The available pre dilatation CT demonstrates the 23 mm valve in the aortic position; however, reliable assessment of frame expansion is limited due to the presence of motion artefact, with a ''double frame'' appearance noted, as indicated by the red arrows in the attached image.no echocardiographic images were provided, limiting independent assessment of hemodynamics or paravalvular leak. The post dilatation report documents an invasive mean gradient of less than 5 mmhg and a transthoracic echocardiography derived mean gradient of 15 mmhg. Aortography was reported to demonstrate no residual aortic insufficiency. Unable to determine the root cause of the event. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint was confirmed based on the provided imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The valve serial number is unknown. The investigation is ongoing. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the cause of the pvl and subsequent hemolysis/hemolytic anemia cannot be determined due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra valve implanted in aortic position by transfemoral approach. Ten (10) months after valve implantation, early valve degeneration occurred and the patient became symptomatic with laboratory evidence of hemolysis with hemolytic anemia, considered likely related to a grade 1-2 paravalvular leak, with elevated ldh levels and low haptoglobin. An elevated transvalvular gradient (mean gradients) was identified too. As a consequence, valve post-dilatation was performed. During the re-intervention, an invasive gradient measurement obtained prior to dilatation showed a significantly elevated gradient compared with the values recorded at the time of the initial implantation. Pre-dilatation hemodynamic measurements at the 1-year follow-up showed an invasive gradient of 36 mmhg and an echocardiographic gradient of 26 mmhg. A 24 mm balloon valvuloplasty was subsequently performed, resulting in a decrease of the invasive gradient to 6 mmhg and the echocardiographic gradient to 15 mmhg, with disappearance of residual aortic regurgitation. Clinical follow-up planning included discussion of long-term antithrombotic treatment, close cardiological monitoring, and a cardiac scan in three months. The conclusion of the report post dilation was early degeneration of the 23 mm sapien 3 valve, and moderate aios (ai=aortic insufficiency; os = ostial/paravalvular origin) possibly responsible for hemolytic anemia. There was absence of clinical or imaging evidence of valve thrombosis. The perceived root cause of the paravalvular leak was unknown.